Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated pelvic pain, pain of left lower limb, scar tissue formation around the right arm of the mesh at the connection to the sacrospinous ligament and revision under general anesthesia.